Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the reagent probe was slightly out of alignment. The fse straightened the probe, performed alignments and verified repairs per established procedures. Failure mode is attributed to a misalignment of the reagent probe although the issue appeared to have been resolved when the customer loaded a new reagent. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer performed a correlation study between a synchron cx pro system and a newly installed beckman coulter au clinical chemistry analyzer and indicated that the urine calcium cartridge results on the cx5pro were erroneously high for 4 samples out of the 96 run. The customer stated that the cx5 pro system will be taken out of service by 05/17/2013 and replaced by the au instrument. The customer indicated that the 96 samples were being used for a correlation study only and results from the cx5 pro system were not released out of the laboratory. There was no change or affect to patient treatment in connection with this event. The customer did not provide printed results but provided verbal results of the alleged erroneously high urine calcium results for the 4 samples. Calcium reagent lot number m211024 was used in conjunction with the cx5 pro system for the correlation study but the customer stated that the reagent was at the end of the reagent test volume. The customer stated that new reagent cartridge of the same lot was loaded onto the instrument, the samples in question were rerun and lower results which matched the au instrument were obtained. The customer did not question calibration and qc (quality control) results which were generated at the time of the event.